Event description:
Kaz, USA received notification from (B)(4) regarding report of a malfunction. The tympanic thermometer in question was registering temperatures significantly higher than an oral thermometer.